Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d4 model number and serial number.

Event description:
It was reported that this right atrial (ra) lead was surgically revised due to dislodgement. Moreover, the physician requested a new lead. The tool was turn and stylets were used from the new lead package. Upon retracting screw, physician decided to try to use the existing rv lead that had dislodged from prior insertion that morning. Sensing and threshold obtained, found to be optimal, thus, new access was not required. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d4 model number and serial number. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was surgically revised due to dislodgement. Moreover, the physician requested a new lead. The tool was turn and stylets were used from the new lead package. Upon retracting screw, physician decided to try to use the existing rv lead that had dislodged from prior insertion that morning. Sensing and threshold obtained, found to be optimal, thus, new access was not required. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically revised due to unknown product performance issue. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.